Event description:
It was reported that the device was unable to be interrogated. The same issue had occurred a week prior with a different programmer, and as such, it was suspected that the device had reached end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.